Manufacturer narrative:
H3/h6: from the information provided, there is no indication that there was any device malfunction or nonconformance, that contributed to the reported event. Potential adverse events in the instructions for use (IFU) with the tablo system includes, but are not limited to, other, more serious, complications arising from dialysis, such as hemorrhage, air embolism, acidosis, alkalosis or hemolysis, can cause serious patient injury or death. Outset field service engineer (fse) reviewed the system log with the procedure date (B)(6) 2026 and confirmed alarm_air_in_venous_bloodline. No console-related malfunctions or performance issues were identified. A review of production records for this serial number did not note any related manufacturing nonconformances that would contribute to this event.

Event description:
It was reported that there was alarm air in venous blood line during patient treatment. Approximately 480cc of blood was lost. No patient adverse event was noted as a result of this event.